Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The flow sensors were recommended for replacement.

Event description:
The hospital reported the unit was delivering over 20% more tidal volume than requested. The clinician switched to pressure control and was able to ventilate normally for the remainder of the case. There was no report of patient injury.